Event description:
It was reported that the pt is experiencing operative site clicking. Pt reports painless clicking when sitting with legs free hanging at 90 degrees and then straightening. Severity is mild, but uncertain if related to device. There was no treatment administered and is unresolved. X-rays and case report forms are available in the clinical research dept.

Manufacturer narrative:
Investigation in progress. No add'l info available at this time.